Event description:
It was reported that during an interventional procedure in a highly calcified, mid right coronary artery, the 2.75 x 18 mm xience prime met resistance on advancing to the lesion but was successfully implanted. The force that was applied by the physician caused a distal edge dissection. The stent delivery system was removed from the patient anatomy without resistance and a 2.75 x 12 mm xience prime was implanted to treat the dissection. There was no reported clinically significant delay in the procedure or prolonged hospitalization. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. The instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this instance, the use of force likely caused or contributed to the reported dissection. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4): excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.